Event description:
It was reported the patient experiences pain at the ipg pocket site. The physician saw the patient and believes the ipg has moved. Surgical intervention is planned to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced. Follow-up revealed the patient's issue has resolved.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.